Event description:
It was reported that extravasation occurred and the procedure was cancelled. Vascular access was gained via the right femoral vein. The groin sight was soft and not tortuous. After a 6 fr 10cm and a 10fr 10cm non-bsc sheath was placed, a 0.035 (260cm) j wire was selected for use. However, while upsizing the sheath, the vascular access was lost. Sheath injection showed contrast extravascular. The sheath was removed and pressure was applied for 15 minutes. The procedure was cancelled.